Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient used poor technique when performing peritoneal dialysis therapy. The peritonitis manifested as cloudy effluent, diarrhea, and abdominal pain. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (dose, route, and frequency not reported) for two weeks for the peritonitis event. The patient was reported to have recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Action taken with dianeal therapy was not reported. Additional information is not available at this time.